Event description:
It was reported that during treatment of an ivc to iliac disease, the delivery system got stuck on the guide wire and the stent began to release partially. The guide wire and delivery system with stent were removed together as a single unit without incident. Another wire and new stent were used to complete the procedure successfully. No patient injury was reported.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. There is no indication for a manufacturing-related failure. The evaluation of the returned delivery system confirmed the partial release of the stent. The deployment mechanism had not been used. The guide wire stuck inside the system. The forceful attempt to remove the system over the guide wire is considered the reason for the stent movement and subsequent premature deployment without handgrip usage. Potential factors that could have led or contributed to the reported event have been evaluated. Previous investigations of similar complaints have been reviewed. The event may be associated with improper flushing of the device prior to use. A difficult vessel anatomy or a challenging placement site also may contribute to the reported event. The reported application represents an off-label use of the device which is considered another contributing factor to the reported event. On the basis of the information available, a definite root cause for the reported event could not be determined. The IFU states: "during system flushing, do not use the system if fluid is not observed exiting the catheter at the distal tip." And ''should unusual resistance be felt at any time during the procedure, the entire system (introducer sheath or guiding catheter and stent delivery system) should be removed as a single unit." Also the IFU states that the bard e-luminexx biliary stent is indicated for the treatment of biliary strictures resulting from malignant neoplasms. The safety and effectiveness of the device for use in the venous system has not been established.